Manufacturer narrative:
Manufacture narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an replacement implantable collamer lens (icl) implantation procedure, the patient still experienced low vault without rotation and refractive surprise. The lens was later exchanged for a longer length, spherical lens and the problem was resolved. Reportedly "planned to perform laster touch-up for astigmatism." Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 3 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.